Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 80 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "assessing safety of leadless pacemaker (micra) at various implantation sites and its impact on paced qrs in indian population." Indian heart journal. 2020. (72) 376-382. Doi: https://doi.org/10.1016/j.ihj.2020.08.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety of leadless implantable pulse generators (ipg) at various implantation sites. The article reports one patient who developed pericardial effusion with no features of tamponade, which improved after conservative management. There was one other patient who developed intermittent diaphragmatic pacing exacerbated by deep inspiration after 12 hours of implantation. Their device parameters were checked and it was reprogrammed. The status/ disposition of the ipgs appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.